Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt and adjust belt messages) has confirmed that the c and d cable was pulled internally and the wires were severed. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported a belt being damaged and experiencing adjust belt messages.